Event description:
The mother of 7-year-old placed a feeding tube this morning at home and it seemed as if it ruptured mid-shaft of the foley catheter and then the balloon apparently blew up with tube feeding contents and she was unable to get the catheter out. She presented to the ER with foley catheter in place where the lumen to the balloon had been cut by her trying to deflate it. The catheter bulb could be felt when withdrawing the tube up against the abdominal wall. The catheter is cut mid-section distal to where the rupturing soft spot feels as if it is in the catheter and withdrawing on both sides of them did not deflate the catheter tip. A surgeon was consulted for intervention and safe removal was accomplished.